Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The procedure went without incident. Two minutes after the pvs procedure was completed the pt had what appeared to be a vagal reaction: a drop in blood pressure and diaphoresis. Manual compression was held at the groin access site, despite the fact that the site was completely dry with no signs of hematoma. Angiograms via a left groin access site showed no signs of bleeding. The pt was taken for surgical exploration of the right groin. The pt reportedly had an extensive retroperitoneal bleed. The pt was returned to surgery in the middle of that night after signs of further bleed developed. The pt remained in critical condition for several days before expiring. Initial consensus was that the event was not related to the perclose device. However, contact with three different physicians involved in the case resulted in three conflicting stories: one reported that there was an arterial tear proximal to the arteriotomy, another reported that the arteriotomy was open, and the third reported that there was a posterior wall perforation. Reports from the field indicate that the pt's condition was poorly managed once and bleed was diagnosed and another physician was called in to manage the case. Reports further indicate that the hosp administration attributes the pt's death to the medical mismanagement of the bleed. The cardiologist who performed the pvs procedure has had a subsequent death with a pt who did not receive pvs closure. His privileges have been suspended by the hosp.